Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number exceeds character limit for the field: (B)(6).

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were not able to aspirate the device. After the first aspiration was performed they were no longer able to aspirate the sheath. Aspiration was possible after the dilator was removed, but was lost once they inserted the catheter. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.